Manufacturer narrative:
(B)(4). Concomitant medical products: 00-7843-011-06 ¿ versys femoral stem ¿ unknown lot, 00-8757-048-02 ¿ continuum shell ¿ unknown lot, 00-8752-008-32 ¿ hxpe liner ¿ unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05023.

Event description:
It was reported that patient underwent right hip revision approximately 7 years post implantation due to severe, debilitation pain and elevated metal ion levels. During the surgery significant amounts of metallosis, corrosion, and trunnionosis was found. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00407.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00407.